Event description:
I had cervical stenosis. Acdf c4-c6. It seems that I am allergic to the metal in the hardware that was used to allow my spine to fuse after surgery. I continue to have excessive and disabling pain throughout my body. I am trying to find out the complete list of metals that are in the medtronic musculoskeletal transplant foundation that was used in the surgery. The item numbers were 017109, (B)(4) desc: acf spacer, parallel, 9mm., 017109, (B)(4) desc: acf spacer 9mm parallel. Please provide me with this info or direct me to where I can get it. Thank you.